Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after the tech clamped down on the seamguard to load the stapler, they could not get the jaw to open again. The device was locked on the staple line reinforcement (slr) product and the scrub tech was unable to get it opened and is still locked on the slr. Device was not locked on tissue. There was no further information reported. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u5d26x. H6: component code: safety (g06). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with an ecr60g reload loaded on the device. In addition, the device was received clamped on ech60r the reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2020. D9: device received.